Manufacturer narrative:
Upon further investigation it was found that the incorrect serial number ((B)(4)) was inadvertently entered into the initial medwatch report. The correct serial number ((B)(4)) has been entered into this medwatch report. The manufacturer location was documented as (B)(4) in the initial report. Upon receipt of the correct serial number the location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was feb 21, 2003. Upon receipt if the correct serial number the dom has been updated to reflect the date the device was manufactured (sep 8, 2008). Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the quick coupling device could not release the cutter properly. It was further determined that the housing became loose from the torque unit, not allowing the disconnecting sleeve to release the cutter completely. The assignable root cause was determined to be due to component wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the connecting shaft of the attachment device became loose and undone. The event was not reported to have occurred during surgery. There was no human patient involvement as this is veterinary equipment. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries. There was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.